Manufacturer narrative:
Patient experienced sp implant site wound breakdown. The patient has opted for full system explant vs. Re-implant after wound repair. The issue is not related to device deficiency (no deficiency is alleged) but rather to sterile wound breakdown.

Event description:
Envoy medical corp. (Emc) was notified retrospectively on (B)(6) 2020 of a sterile wound breakdown. Patient was explanted on (B)(6) 2020. No device deficiency or infection was alleged or noted. Patient opted for a system explant vs re-implant. Patient/clinical history with emc: (B)(6) 2009 implant. (B)(6) 2009 activation. (B)(6) 2009 fitting. (B)(6) 2009 fitting. (B)(6) 2011 fitting. (B)(6) 2011 fitting. (B)(6) 2012 fitting. (B)(6) 2012 fitting. (B)(6) 2014 battery change. (B)(6) 2019 battery check. (B)(6) 2019 ibc. (B)(6) 2020 explant.